Event description:
The customer reported via phone call that he needed assistance uploading carelink. He accidentally ripped the tubing out while he was at work and his blood glucose level went up. Customer's blood glucose level was 497 mg/dl. The sensors were not sticking when he went swimming. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.